Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the pump battery was depleting quickly. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. Additionally, reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. Customer ultimately reverted to an alternate method of insulin delivery.